Event description:
The customer contacted baxter's service center regarding an alarm on the homechoice (hc), and during troubleshooting it was determined that the supplies had been reused. The hc had alarmed and the registered nurse power cycled the hc. The hc then proceeded to "press go to start." The rn stated the home patient (hp) was then in initial drain, and had not started over with new supplies. The technical service representative assisted the rn to end therapy and advised to start over with all new supplies. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A labeling review found that all printed pouches for disposable products intended for single use are labeled with ?this device is intended for single use only?. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.